Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: intermittent output on screen. Probable root cause: damaged light cable. Damaged scope. Damaged coupler. Damaged leds. Main board malfunction. Loose / misaligned jaw assembly. Light engine/ light pipe malfunction or damaged. Bent esst contact. Inconsistent esst contact. Camera head communication. Front board malfunction. Touch panel malfunction. Power supply malfunction. Thermal switch malfunction. Ac inlet board malfunction. Inadequate air flow. Sidne port malfunction. Poor workmanship. Inadequate calibration. Use errors. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light (image) during a procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of light (image) during a procedure.